Event description:
Customer reportedly received results of lo and 117 mg/dl within 10 minutes on the active system. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional medical therapy: multivitamin once daily - 6 years, fish oil once daily - 6 years,potassium dose unk 1/daily - 6 years.